Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and a severed sensor tail and bulge to the sensor casing was observed. The sensor was sent for further investigation and de-cased. Internal visual inspection was performed on the de-cased sensor and burn mark to the sensor patch and sensor casing was observed. Damage to the internal components capacitor and inductor was also observed. The returned sensor battery was not soldered to the sensor¿s pcba (printed circuit board assembly). The sensor was unable to be scanned, and the data log could not be retrieved due to the observed damage. Functionality testing could not be performed as the damage prevented the sensor from scanning. The observed damage is consistent with the sensor being exposed to an electromagnetic radiation source, such as a microwave oven. The severed sensor tail does not contribute to the observed burn damage however, the observed bulge was likely caused by an external heat source. The sensor was subjected to external power during use and therefore, the issue is not confirmed due to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device displayed low sensor readings. The product was returned and investigated for the low readings, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.